Event description:
On (B)(6) 2011, a (B)(6) woman underwent a total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystoscopy. During surgery, the insulating tip on a covidien ligature device broke off or came apart inside the pt's abdomen. The surgeon retrieved the piece, without any apparent injury to the pt. The surgeon also ordered an abdominal x-ray, which was negative, to further ensure that there was not a retained foreign object. The piece that came off in the abdomen appears to be a flattened, soft, very thin rubber tube about 2cm x .25c. Device taken out of service and requested for eval by FDA if needed.